Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 47 mg/dl. The customer also had a blood glucose of 32 mg/dl. The patient treated with food. Troubleshooting was initiated for the insulin pump. The device settings were programmed accurately. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump was not returned for analysis.